Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin flow blocked alarm with blood glucose of 440 mg/dl. Customer is reported a past event. The customer reported event was resolved by changing complete set. The customers declined troubleshoot for high blood glucose. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.